Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the electrical connector prongs were bent at the tip of the snake wrist where the cautery spatula tip was installed. Repeated attempt to install spatula tip on the instrument failed. The evidence was inconclusive but the damage was likely due to mishandling during spatula installation. Do not attempt to remove the electrocautery tip accessory by turning the metal electrode by hand or with an instrument. This will damage the instrument. Always remove the electrocautery tip accessory by unscrewing the plastic sleeve manually. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the monopolar cautery instrument lock tip would not allow a tip to be screwed on to the instrument. No patient harm, adverse outcome or injury was reported.